Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test. The event occurred before clinical use (obf). The event date, process step and where the event occurred were unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information h8: the event occurred as an out of box failure. Additional information b5: additional information was received by the reporter stating the device failed to detect a downstream occlusion during testing with results over 21-24 psi (pounds per square inch). Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed evaluation serviced the device for a similar complaint. Evaluation found the assignable cause to be an out of specification force sensor, with calibration of the component required. All required service actions were completed in the last service cycle. The device was found out of specification in relation to the customer reported failed downstream occlusion test which was not reproduced. The cause was determined to be an out of specification force sensor readings. The reported condition was verified. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.